Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. The investigation was unable to determine a conclusive cause for the reported difficulty to remove the protective sheath/stylet and stent dislodgement. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that a 2.5 x 15 mm multi-link 8 stent delivery system (sds) was selected for the procedure. Following removal of the protective stylet/sheath with resistance felt, the stent implant was observed to be dislodged from the balloon and was found inside the protective sheath. There was no attempt to backload the sds onto a guide wire and the sds was not used in the procedure. A new 2.5 x 15 mm multi-link 8 sds was used to successfully complete the procedure. There was no patient involvement. There was no reported clinically significant delay in the procedure. No additional information was provided.